Event description:
During retraction of a 6.25 mm malyugin ring the ring fractured at the glue joint. There was no impact to the pt and the procedure was completed as planned.

Manufacturer narrative:
The ring was returned in a condition that made evaluation very difficult to ascertain why the glue joint failed. This is a very unusual incident.